Manufacturer narrative:
The two receipts of this lot were released 07/27/2012 and 09/21/2012. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The broken surface is homogenous which indicates material conformity as well. We due suppose that the breakage was caused due to a mechanical overload in a slanting movement (as it snapped off above the tip). Neither a product nor a material related condition was found. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint. The two receipts of this lot were released 07/27/2012 and 09/21/2012.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the doctor drilled through the drill guide in order to insert a screw in c1. The doctor felt the device spin around when he drilled in approximately 15mm. It was reported the surgeon noted that the drill bit was broken. The tip of the broken fragment was sticking out from the bone and the surgeon was able to remove the broken fragment. The tip of the broken device did not remain implanted in the patient. The surgeon completed the surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.